Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with near syncope and chest pain. It was noted that the device had reached elective replacement indicator (eri). High lead impedances and a loss of capture were also indicated. A temporary pacing lead was placed and a temporary pacemaker was utilized. Two days later, interrogation of the device prior to removal noted that a power on reset (por) had occurred. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.